Event description:
The needle actually separated 5 inches below the handle. Device removed from the scope and another echotip procore high definition ultrasound biopsy needle used to complete the procedure without further difficulty. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There was no echo-hd-19-c device of lot c671379 in stock at the time of the investigation, 1 x echo-hd-19-c of lot c671379 was returned for evaluation. The device was returned in its original package and was open on receipt. The complaint information stated that user of the device had the following issue: "the needle actually separated 5 inches below the handle. Device removed from the scope and another echotip procore high definition ultrasound biopsy needle used to complete the procedure without further difficulty." The device was returned in two pieces. The sheath containing the needle was returned not attached to the device. The needle was returned advanced approx 4cm from the sheath. The needle could not advance or retract. There was no damage noted at the needle tip. The handle on the device was returned at the "0" marker . The stylet was not returned with the device. On evaluation of the returned device, the relevant engineer confirmed that the needle was broken approx 3.5 cm below the sheath extender. The sheath was kinked at this location. The sheath was broken at approx 7.5 cm from the sheath extender. A possible cause of this complaint may be that the device was kinked by the user and that this kink resulted in the breakage when the handle was retracted. It appears as though the device was being used without the stylet in place. From the information provided it is unknown if the stylet was in place when the needle was being advanced. The instructions of use (IFU) states that the following "ensure the stylet is fully inserted when advancing the needle into the biopsy site". As the actual use conditions cannot be replicated in the laboratory the cause of the complaint cannot be conclusively determined. The customer complaint was confirmed as the needle was broken below the sheath extender. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for the echo-hd-19-c device of lot c671379 did not reveal any discrepancies that could have contributed to this issue. From the information provided there was no harm to the patient. The 2 year complaint history has been reviewed and the occurrence of this complaint type is low. No corrective action is warranted at this time. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.